Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After it was inserted into the patient¿s body, the hemostatic valve came off and stuck to the inner cylinder. The ¿hemostatic valve body was not cracked". The hemostasis valve broke/separated. It did not break into two or more separate pieces. It detached from the sheath. The hemostatic valve came off when the inner cylinder was pulled out, and it stuck to the inner cylinder and came off. No picture is available. The sheath was not being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed; therefore, patient hemodynamics were not compromised. The issue was resolved by changing this product. The procedure was completed without patient consequence.

Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) evaluation was performed for the finished device 00001867 number, and no internal action related to the complaint was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)